Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation, as listed in the xience alpine everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat two lesions, one in the proximal left anterior descending artery (lad) and one in the mid lad. A xience alpine was placed in the proximal lad and a xience alpine was placed in the mid lad when a perforation occurred. The perforation was successfully treated with the graftmaster stent. There was no clinically significant delay in the procedure reported and no adverse patient sequelae. No additional information was provided.